Event description:
Event description cpi received information that a patient with this implantable pulse generator (ipg) was experiencing syncopal episodes. A holter monitor exhibited a period of no output with this ipg. The sensitivity was increased, thresholds were good, but the patient experienced another period of syncope. The physician elected to explant the ipg.